Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was rebooting without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon the ¿rewind¿ attempt. The pump powered on normally with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was intact. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that a language corruption had occurred at a component on the printed circuit board resulting in a call service alarm. The issue of no power was not able to be adequately investigated due to the recurring call service alarm.